Manufacturer narrative:
H3 other text : device does not return to the manufacturer.

Event description:
The manufacturer received voluntary medwatch (mw5154057). The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged of sinus inflammation, sinus infection requiring two rounds of antibiotics, shortness of breath, and sever chest pain. Extreme difficulty taking a full breath, weakness in legs, dizziness, and some disorientation. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received voluntary medwatch (mw5154057). The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged of sinus inflammation, sinus infection requiring two rounds of antibiotics, shortness of breath, and sever chest pain. Extreme difficulty taking a full breath, weakness in legs, dizziness, and some disorientation. No medical intervention was required by the patient. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.